Event description:
It was reported that during a stapled hemorrhoidectomy procedure, when the surgeon wanted to fire the stapler, felt great resistance (greater than normal). After firing, when the stapler was opened, there was massive bleeding, and when observed, the tissues were not stapled at all. The anastomosis had to be completed via suturing. There was loss of blood and prolonged surgery time (amounts unknown). The condition of the patient immediately after the event was stable.

Manufacturer narrative:
(B)(4). The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.